Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level, low blood glucose level and diabetic ketoacidosis on (B)(6) 2021. Customer¿s blood glucose level was 15 mg/dl at the time of hospitalization. Customer was low and the treatment of the hospital caused her to go into high blood glucose level and diabetic ketoacidosis. Customer stated that the auto mode feature was active at time of event. The insulin pump will be returned for analysis.